Event description:
It has been reported that after an unknown procedure the threaded stud broke in the device when customer was dismounting the handpiece after the procedure. No patient consequence were reported.

Manufacturer narrative:
(B)(4). The handpiece was received with the 4-40 stud broken. The handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the condition of the device. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing a possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. However, no definitive conclusion could drawn. Possible causes that may have contributed to the 4-40 stud breakage are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. All together broken stud and cracked nose cone cause the reported assembly and disassembly issues.

Manufacturer narrative:
(B)(4). The handpiece was received with the 4-40 stud broken. The handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the condition of the device. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing a possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. However, no definitive conclusion could drawn. Possible causes that may have contributed to the 4-40 stud breakage are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. All together broken stud and cracked nose cone cause the reported assembly and disassembly issues.